Event description:
It was reported that during the preparation for a percutaneous coronary intervention (pci) treatment procedure, a shaft break occurred. While preparing the 3x8.0 quantum maverick balloon for a treatment procedure, the mandrel would not pull out. During the attempt to remove the mandrel, the balloon shaft broke. It was noted that the packaging was intact before the device was opened. No pt contact was made. The procedure was successfully completed with another 3x8.0 quantum maverick balloon.

Manufacturer narrative:
Lox catheters, transluminal coronary angioplasty, percutaneous. Device is expected but has not been rec'd. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B) (4).